Event description:
Plaintiff alleges the development of a severe latex allergy after exposure to latex gloves. As a direct and proximate result of the allergy, she alleges that she has sustained severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of a normal life, loss of the ability to enjoy life and incurred medical expenses and loss of earnings.